Event description:
A customer contacted beckman coulter inc. (Bec) reporting that while cleaning the flow cell on the coulter lh 750 hematology analyzer as part of troubleshooting efforts for r flags on retic controls, the customer subsequently noticed a fluid leak on the counter top. The fluid (20ml) appeared to be clear diluent. The customer was unable to locate the source of the leak. The operator was wearing a lab coat and gloves. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. No erroneous results were generated.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2012 for this event. The fse found a pin hole in the diff sample line. The fse replaced the sample line with tubing found on site and verified the operation of the system. There were no issues identified with retic results during servicing. Failure mode: pin hole in the differential sample line. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).